Event description:
The manufacturer received information alleging foam particles occurred on a remstar plus c-flex. The device was not in use on a patient at the time of the occurrence. The remstar plus c-flex w/humid device was returned to a third party service center as part of the uno recall process with foam particle allegation. During the evaluation of the device, it was visually inspected and found evidence of foam particles or degradation inside the blower kit. In addition, the device had dust fail contamination and displayed error code e-22: err_motor_flux_magnitude and e-24: err_motor_speed_reverse. The device was scrapped by the service center after the evaluation was completed.